Event description:
Event description: 11/7/1998 eighteen year old female donor gave blood for the third time at the plasmapheresis center of graz. The blood bank medical records as well as the previous donation records for the donor are uneventful. The two previous plasma donations took place on the third and tenth of november without problem. The same day of this third donation, the donor complained of abdominal pain and went to the hosp in graz. There she was hospitalized for further investigation. On november 20th the donor went back to the plasmapheresis center for a plasma donation, but she was not allowed for several weeks to donate plasma. Info on the plasma donation: the plasma donation was interrupted after 209 ml collection (3rd cycle) by a hemoglobin detection alarm. A manual procedure was then performed to reinfuse saline solution with the purpose of rinsing the separation filter. The procedure was continued. A second hemoglobin detect occurred, the procedure was then terminated, after reinfusion of the reservoir. Info on the clinical event: the report from the physician that treated the donor at the hosp indicated the presence of a double kidney with duplicate ureter. The lab results on the 17th showed lactate de-hydrogenase/hemoglobin =494 u/l; bilirubin = 1.3 mg/dl, leukocytes = 10.5.10/l; lipase = 235 u/l with the remark sample hemolysed. A level of 10 mg hb/dl was also detected in the urine. Informal info not included in the lab report indicates the haptogloben was low, however, co has not rec'd a haptogloben testing report as of this filing. On the 18th the lab results showed lactate de-hydrogenase/hemoglobin = 873u/l, k+ = 5.9 mmol/l and cholesterol = 246 mg/dl. The pt was treated with diuretics and fluid intake and was discharged on nov. 19. Sample analysis: the kit had been discarded by the plasmapheresis center and therefore no analysis could be performed. Europe complaint database review for lot number: there are no similar reports associated with this lot number. Europe conclusion: it is not established whether or not any by which mechanism the cause of the donor's abdominal pain, which is what brought her to the hosp. The abdominal pain may have had a different origin. The treatment rec'd is specific, and the hemoglobinuria may have been a concurrent event. The initial report info has been updated and is reflected in the info printed in this follow up report. Unless substantially significant info becomes available, this constitutes a final report.